Event description:
The customer reported, the lead was explanted and discarded due to loss of capture and sensing in the atrium. A new lead was implanted and no adverse patient effects were reported. The lead was actively implanted for approximately 3 years.

Manufacturer narrative:
The lead was explanted and discarded, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.